Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient inquired if it was a good idea to put the stimulator in the upper part of back and should it be giving a lot of pain. On (B)(6) 2018, patient reported that it was the same issue. She was having stinging, burning and pinching where the device was previously implanted i.e. In the lower back area. Then the doctor moved the device to the upper back on (B)(6) 2017 and she still had the same issues only it was worst now. Patient waited to see if it would resolve but it did not. She went and saw the doctor on (B)(6) 2018. The nurse saw the patient, took blood samples but did not do any imaging etc. Nurse told the patient that there might be some fluid around where the ins is but patient disagreed and stated that it did not feel like something that a fluid in the pocket will do. The nurse was going to call the patient back with the results of blood work but they did not think there was any infection. Patient did not use the device since this issue had been occurring. Patient had another appointment with the doctor on (B)(6) 2018 to discuss the resolution. Patient did not know the serial number of the ins that was causing this but stated that it was the same that they reported the issue on in (B)(6) of 2017. No further complications were reported /anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient was supposed to have surgery to take the battery out because the battery was causing a lot of problems, burning, stinging pain. The patient said it was moved from lower to upper and now it was going to have to be taken completely out. The burning, stinging pain started in 2015 and it was the same problem. The patient said when it was put up higher, he had it close to the buttocks, then moved up to the middle of her back. The ins was still causing the same problems. The patient said they did a sonogram to see if there was any fluid, and the sonograms showed a little fluid, but not enough to take it out. No further complications were reported.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for cervical radiculopathy. It was reported that the patient had two inss and they noted which serial number they believed was located on the right and the left side. However, it was noted that what the patient reported was the opposite of what our records showed and we were not able to verify which ins was which as the patient used the same external devices for both implants. It was reported that the patient was having problems with the stimulator in their back on the left side, stinging, burning, and pinching real bad. The patient stated that they waited to report this because they thought it would go away, but it has only gotten worse. The patient stated that they told their pain doctor about this and was told to call the manufacturer. The patient clarified that the doctor didn¿t work with the manufacturer and was not familiar with the therapy. It was reported that the patient had already tried turning the stimulation off with no change in these symptoms. It was reported that there were no traumas/falls related to the issue. It was asked if the issue was related to positional movement and the patient indicated that they thought it got worse when they were recharging their ins. The patient ha d not had any medical test or emi environmental exposure. The patient was redirected to follow-up with a healthcare provider (hcp) to assess the site medically and to page a rep to check the device. The patient indicated that they did not have a managing hcp and a list of physicians were sent to them. It was reported that the event occurred about four to five months ago (2017). No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the results of the blood work were good. The healthcare provider (hcp) said that scar tissue may have led to the pain, burning, and pinching at the ins site. The patient said she really didn¿t know what caused the pain, burning, and pinching. The patient said it was bad. The patient said that the symptoms are resolved, and she could tell it was the battery or the scar tissue. The patient said she really didn¿t know and she hated that it didn¿t work out because she really needs something for the pain. The patient said she was in really bad pain every day for 24 hours. The patient said the device was taken out in 2018. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient was having bad pain, burning and a stinging sensation at the ins site in the patient's upper back, and the patient is unable to use the ins. It was noted the patient wanted to take out the ins because they were having too much pain. No further complications were reported.